Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular (rv) lead resulting in inappropriate antitachycardia pacing therapy. Programming changes were performed. The patient condition was stable.